Manufacturer narrative:
The customer reported that the display hung up. Based on the customer's report, we are considering this a malfunction of the display. The customer ordered a display kit to resolve the issue.

Event description:
The customer reported that the display hung up.